Manufacturer narrative:
Investigation summary: this complaint is for misidentification of staphylococcus saprophyticus as staphylococcus pasteuri when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 4008769. The customer did not return panels but returned an isolate, binary files and phoenix generated lab reports for the investigation. The lab reports show identifications of s. Pasteuri when using the complaint batch. The customer returned isolate was verified with a bruker maldi biotyper and labeled as s. Saprophyticus 200. To investigate, three retention panels each were inoculated with customer returned and in house isolates s. Saprophyticus 200 and s. Saprophyticus pos 432 and placed in a phoenix m50 machine evaluated for identification results. In addition, two control panels each from the same material but different batch were inoculated with customer returned and in house isolates s. Saprophyticus 200 and s. Saprophyticus pos 432 and placed in a phoenix m50 machine and evaluated for identification results. All the panels tested with in house isolate s. Saprophyticus pos 432 returned s. Saprophyticus identification results, the panels tested with customer returned isolate s. Saprophyticus 200 returned staphylococcus pasteuri, staphylococcus xylosus, and no-ID results. This complaint is confirmed. As part of the investigation, bd r&d performed an analysis of the customer binary files. Review of the binary files from the customer's internal testing shows variability in some of the substrate reactions. Review of the files shows that some of the substrate reactions were more aligned with a s. Xylosus and s. Pasteuri identification as opposed to s. Saprophyticus. However, based on the analysis, there were no results that stood out to be a definitive cause of the mis ids. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate was identified as s. Pasteuri but the isolate was then identified as s. Saprophyticus at a reference laboratory. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary this complaint is for misidentification of staphylococcus saprophyticus as staphylococcus pasteuri when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 4008769. The customer did not return panels but returned an isolate, binary files and phoenix generated lab reports for the investigation. The lab reports show identifications of s. Pasteuri when using the complaint batch. The customer returned isolate was verified with a bruker maldi biotyper and labeled as s. Saprophyticus 200. To investigate, three retention panels each were inoculated with customer returned and in house isolates s. Saprophyticus 200 and s. Saprophyticus pos 432 and placed in a phoenix m50 machine evaluated for identification results. In addition, two control panels each from the same material but different batch were inoculated with customer returned and in house isolates s. Saprophyticus 200 and s. Saprophyticus pos 432 and placed in a phoenix m50 machine and evaluated for identification results. All the panels tested with in house isolate s. Saprophyticus pos 432 returned s. Saprophyticus identification results, the panels tested with customer returned isolate s. Saprophyticus 200 returned staphylococcus pasteuri, staphylococcus xylosus, and no-ID results. This complaint is confirmed. As part of the investigation, bd r&d performed an analysis of the customer binary files. Review of the binary files from the customer's internal testing shows variability in some of the substrate reactions. Review of the files shows that some of the substrate reactions were more aligned with a s. Xylosus and s. Pasteuri identification as opposed to s. Saprophyticus. However, based on the analysis, there were no results that stood out to be a definitive cause of the mis ids. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate was identified as s. Pasteuri but the isolate was then identified as s. Saprophyticus at a reference laboratory. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate was identified as s. Pasteuri but the isolate was then identified as s. Saprophyticus at a reference laboratory. No health impact or consequence reported.